Manufacturer narrative:
Pt info: information unknown not provided. Date of event: unknown, not provided. If implanted, give date: device not implanted, therefore no date available. If explanted, give date: device not implanted, therefore not explanted. (B)(6). The intraocular lens (iol) is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens is defective and was therefore not implanted. No patient injury was reported. No further information has been provided despite several attempts to obtain missing information.